Event description:
Ous MDR - this was intended to treat a severely calcified lesion in a sfa. After unsuccessful use of a previous balloon, the passeo-35 balloon could be inflated to nominal pressure but then the balloon ruptured.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis sand the corresponding production documentations were reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned device revealed that the balloon has been in and deflated. An inflation device was connected and, at a pressure of about 2 to 3 atm, the balloon opened and a fine waterjet emerged from the distal part of the balloon. Microscopic analysis of the balloon showed a pinhole 7mm distal to the proximal x-ray marker. Further microscopic analysis showed several scratches in close vicinity to the pinhole. The review of the production documentation associated with this deviceverified that the instrument was manufactured according to specifications and fulfilled all requirements in process and during the final inspection. In addition to visual inspections, each instrument is tested for air tightness by means of a helium leak test. Based on the conducted investigations, no manufacturing or material related root cause was determined. The final root cause for the balloon rupture is most likely related to the severe calcified lesion.